Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiac event, on or about (B)(6)2011, and later expired after the use of the product.

Manufacturer narrative:
(B)(4). This is one event, of two events for the same patient, that involves two separate products. Associated MFR report #s for this patient 1225714-2014-05260, 1225714-2014-05261 and 2937457-2014-01276. These associated mdrs previously reported another event for the patient which was alleged to have occurred on (B)(6) 2012 and led to the patient's expiration. Therefore, a date of death is not given as an outcome for this event that allegedly occurred on (B)(4) 2011.